Manufacturer narrative:
(B)(4). Additional information received from baxter (B)(4) indicates that the patient information is unknown, the blood pressure level is unknown, no patient intervention was required and the event did not prolong the patient's hospitalization. No further information is available related to this event. Samples were returned to the (B)(4) for evaluation. Evaluation results indicate: 12 used samples were received, 11 samples from an unknown lot and 1 sample from lot ur10c18053. Note: the baxter (B)(4) originally received the samples from the customer and performed an evaluation. The (B)(4) then forwarded the samples to the (B)(4) for an additional evaluation. Evaluation: eleven of the samples were received out of the pouch; one sample was received in an opened pouch. Each sample was then visually inspected under a microscope. It was noticed during this inspection that, the handles of samples 1 thru 11 had been turned past the housing stop. Sample 12 had not been turned passed the stop. All twelve samples were leak and water pressure tested. A leak was detected between the stopcock housing and valve body in samples 1 thru 11. A leak was not detected in sample 12. It was noted that, when the handle was positioned opposite of the female luer a leak occurred. The reported condition was confirmed. However, it should be noted that root cause of the leaks is due to the stopcock handle being turned past the housing stop. A label review was performed and the label contains the appropriate directions, cautions and notes. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
On (B)(6) 2010, a (B)(6) customer reported that five units of the elcam three-way large bore polysulfone stopcock were leaking during patient use. Reportedly, an on site visit was made by the baxter sales representative to discuss the issue. Reportedly, it was observed in a video that the staff was rotating the stopcock lever up to 360 degrees. The samples are available for evaluation. Additional information was received on 30nov2010: the set was leaking from the white circular area posterior to the moveable stopcock. It is unknown how long after set use the leak began and all connections in the set were secure. The leaking of inotropes was noticed when a patient's blood pressure decreased on an unknown level. There was no medical intervention required and this event did not result in a prolonged hospitalization.

Manufacturer narrative:
(B)(4). Samples are available for evaluation and have been requested to be sent to the baxter failure analysis lab (fal). Should the samples be received and evaluated, a follow up report will be submitted.